Event description:
Additional information was received stating that the vns patient¿s sleep apnea occurred only with stimulation on-times based on the results of the sleep study.

Event description:
It was reported that the patient is experiencing sleep apnea. The patient's mother began noticing it 6 weeks ago, but is unsure when it began. It was reported that the physician wants to wait and see how it goes. A sleep study was performed on (B)(6) 2014. It was reported that the patient has an appointment with an ent. Clinic notes dated (B)(6) 2014 note that the patient has obstructive sleep apnea which was worsened by vns. It was noted that interrogation of the device was within normal limits. The device output current was programmed off and the magnet mode stimulation was left on due to the obstructive sleep apnea. It was noted that the obstructive sleep apnea was possibly related to vns and that the patient's oxygen saturation was checked with the device off and on which showed a major decrease in the percentage of saturation. No additional relevant information has been received to date.